Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) found the station required manual recovery of data synchronization. The tss followed the knowledge article "manual recovery required - data sync invalid upload change tracking value" to restore synchronization, achieving ¿no variation in tracking,¿ confirming that the station was fully caught up with the server. The tss then verified with the customer that unloads and loads were successfully received by the pis system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server device pahendoa1 was not communicating the loads and unloaded of (B)(6) and (B)(6). There were no adverse events or injuries reported based on this event.